Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's left eye (os) on (B)(6)2010. The lens was explanted on (B)(6)2010 due to excessive vaulting. Subsequently, the patient experienced narrowing of the angle and shallowing of the anterior chamber.

Manufacturer narrative:
(B)(4)